Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui-u1 pcba was detached to download the receiver log. It was reviewed and no data from the relevant dates of this investigation was found. An internal inspection was performed and passed. A functional test was attempted but could not be completed due to the perpetual rebooting. The complaint confirmation of initializing screen without manual restart could not be determined as no errors were observed during log review. A root cause could not be determined.